Manufacturer narrative:
A full analysis of the data logs has been performed and permitted to conclude that the first event reported is a known issue. This analysis concluded that the unexpected restart of the device during the process is due to the virtual memory mismanagement. The second event reported is a known issue too. This analysis concluded the blank popup and freeze were due to the overlapping of two commands, a cooperative slow mode and an automatic movement. These software anomalies will be addressed through our design issues management process.

Event description:
Company representative (cr) was present for an seeg case. Cr powered on the robot and loaded the patient folder, then waited about 30 mins before beginning frame registration. Frame registration was performed without any problems, and the robot sat for about 20 mins while the patient was prepped and draped. Once the sterile field was ready, the cr drove to trajectory a. The surgeon moved the arm closer to the head, drilled, and was placing the bolt in the skull when the screen turned black and the rosa software restarted. Cr did not notice any factors that would have caused a shut down. Cr opened the patient folder again and brought the arm home, then drove back to trajectory a to get a measurement. Delay to case less than 5 mins, patient was under anesthesia and after first incision. While the surgeon was preparing to place the electrode in trajectory b, he asked cr to drive to trajectory c. Once at trajectory c, the surgeon backed the robot arm up in free and fast to make space for placing electrode b. However, when placing the electrode, the surgeon noticed that he was not through the dura and decided he wanted to return the arm back to trajectory b before doing trajectory c. Cr chose trajectory b on the trajectories list and clicked 'drive to trajectory.' The arm clearance screen came up, but the cr quickly clicked 'arm cleared' because the arm was already clear of the head. The surgeon was stepping on the vigilance device already, so the arm started to move automatically back to intermediate. However, the cr could see the error message behind the 'stop' sign that the arm was in a singular position. The error message continued to show on the screen behind the 'stop' sign and the robot made the error noises associated with the error. Once at intermediate, the cr cleared the error message by hitting ok, and then selecting to drive to trajectory b. However, the software froze at this point. The box telling the user to press the vigilance device came up on the screen, but it was just a blank box with no picture inside of it. The robot arm did not move even when pressing on the pedal, and the cr was not able to click on anything on the screen because of the box. Cr had to do a hard shut down of the system and restart to be able to use the robot again. After rebooting, the robot did not have any more problems during the surgery. Delay to case was less than 5 mins, patient was under anesthesia and after first incision.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. Unique identifier (UDI) #: (B)(4).

Event description:
Company representative (cr) was present for an seeg case. Cr powered on the robot and loaded the patient folder, then waited about 30 mins before beginning frame registration. Frame registration was performed without any problems, and the robot sat for about 20 mins while the patient was prepped and draped. Once the sterile field was ready, the cr drove to trajectory a. The surgeon moved the arm closer to the head, drilled, and was placing the bolt in the skull when the screen turned black and the rosa software restarted. Cr did not notice any factors that would have caused a shut down. Cr opened the patient folder again and brought the arm home, then drove back to trajectory a to get a measurement. Delay to case less than 5 mins, patient was under anesthesia and after first incision. While the surgeon was preparing to place the electrode in trajectory b, he asked cr to drive to trajectory c. Once at trajectory c, the surgeon backed the robot arm up in free and fast to make space for placing electrode b. However, when placing the electrode, the surgeon noticed that he was not through the dura and decided he wanted to return the arm back to trajectory b before doing trajectory c. Cr chose trajectory b on the trajectories list and clicked 'drive to trajectory.' The arm clearance screen came up, but the cr quickly clicked 'arm cleared' because the arm was already clear of the head. The surgeon was stepping on the vigilance device already, so the arm started to move automatically back to intermediate. However, the cr could see the error message behind the 'stop' sign that the arm was in a singular position. The error message continued to show on the screen behind the 'stop' sign and the robot made the error noises associated with the error. Once at intermediate, the cr cleared the error message by hitting ok, and then selecting to drive to trajectory b. However, the software froze at this point. The box telling the user to press the vigilance device came up on the screen, but it was just a blank box with no picture inside of it. The robot arm did not move even when pressing on the pedal, and the cr was not able to click on anything on the screen because of the box. Cr had to do a hard shut down of the system and restart to be able to use the robot again. After rebooting, the robot did not have any more problems during the surgery. Delay to case was less than 5 mins, patient was under anesthesia and after first incision.